Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B) (4) analysis of the returned lead noted that there is blood in/on the helix/lobe mechanism and the helix is distorted/bent. Torque transfers when the is-1 pin is rotated. The stretched helix will not function properly. Damaged at implant.

Event description:
It was reported that during the implant attempt, the lead was positioned and screwed into the right atrium. The analyzer measurements were not optimal, so the lead was to be replaced, but the helix couldn't be screwed back into the electrode body and established in the tissue. The lead was finally removed. There were no patient complications reported as a result of this event. The patient was reported to be in good condition.